Manufacturer narrative:
Reported issue of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a video colonoscopy with endoscopic mucosectomy procedure performed on an unknown date. According to the complainant,the clip presented some ¿shooting¿ problems by not releasing the clip off the forceps. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and not returned with the device. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a video colonoscopy with endoscopic mucosectomy procedure performed on an unknown date. According to the complainant, the clip presented some ¿shooting¿ problems by not releasing the clip off the forceps. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.